Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 02-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('haemorrhagic periods') in a (B)(6) female patient who had essure (batch no. 629136) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criterion medically significant), insomnia ("insomnia"), arthralgia ("joint pain"), myalgia ("muscle pain") and amnesia ("loss of memory"). At the time of the report, the menorrhagia, insomnia, arthralgia, myalgia and amnesia had not resolved. The reporter considered amnesia, arthralgia, insomnia, menorrhagia and myalgia to be related to essure. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 02-mar-2020. The most recent information was received on 18-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('haemorrhagic periods') in a 36-year-old female patient who had essure (batch no. 629136) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criterion medically significant), insomnia ("insomnia"), musculoskeletal pain ("joint and muscle pain") and amnesia ("loss of memory"). At the time of the report, the menorrhagia, insomnia, musculoskeletal pain and amnesia had not resolved. The reporter considered amnesia, insomnia, menorrhagia and musculoskeletal pain to be related to essure. Lot number: 629136 manufacture date: 2009-01 expiration date: 2012-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-mar-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.